Manufacturer narrative:
Correction d10, h3, h10. D10: device avail. For eval?: (remove yes and change to no, as no sample was returned for evaluation.) D10: date returned to MFR: (remove 10/12/2020, the device was not returned). H3: device returned for evaluation: (remove yes and change to no). H3: select reason for no evaluation: (remove other). H10: remove statement: (the device was received and is currently awaiting evaluation.). Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an effluent sample bag was leaking. While the patient was draining into the effluent sample bag at the clinic, it was reported that the site next to the port was leaking. The nurse stated that the bag did not look like it had been sealed in all the way. There was no patient injury or medical intervention associated with this event. No additional information is available.